Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding 2 pipeline flex with shield devices which failed to open at the distal end. That patient was undergoing a procedure for flow diverter treatment of an unruptured saccular left choroidal aneurysm. The aneurysm max diameter was 3mm and the neck diameter was 3mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered with pru level of 154. It was reported that the initial 5x12 pipeline would not open distally. Less than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed more than 2 times but still could not successfully deploy at the distal end. No other steps or devices were tried to open the pipeline. The pipeline was removed and a 5x14 pipeline was tried which also did not open at the distal end. Less than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed more than 2 times but still could not successfully deploy at the distal end. No other steps or devices were tried to open the pipeline. It was noted the pipelines were not positioned in a vessel bend. Finally 2 other pipelines, a 4.75x16 and a 4.25x14, were successfully implanted to complete the procedure. It was noted that all devices were prepared per the instructions for use (IFU). There was no harm or injury to the patient. Post-procedure angiography showed good results. Ancillary devices: benchmark penumbra guide catheter, phenom 27 150cm microcatheter, synchro 14 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: as found condition: the pipeline flex embolization device was returned for analysis within a shipping pouch and within a plastic pouch. ¿ visual inspection/damage location details: no bends or kinks were found with the pusher. However, the pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. The resheathing pad and sleeves were found in good condition. The tip coil was found damaged. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The braid ends were found damaged (frayed) and not fully open. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed as the device has been fully deployed and re-sheathed. However, it is likely the damage found with the pipeline flex braid and the patient¿s ¿moderate¿ vessel tortuosity contributed to the event. The cause for the damage to the braid could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.